Event description:
Related manufacturer reference number: 2017865-2025-12374. It was reported that the patient's left ventricular (lv) lead and implantable cardioverter-defibrillator (ICD) exhibited failure to capture. The lv lead had dislodgement. The physician elected to explant the ICD and capped the old lv lead and replaced them on (B)(6) 2025. The patient was recovering.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
The reported field event of capture anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.